Event description:
The customer reported a failure to discharge. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge. There was no negative pt impact. The device was evaluated by philips and passed all testing. The symptoms could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.